Event description:
It was reported that the peel-away dilator has not broken properly. The implant was therefore difficult. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3489 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an introducer which did not 'break properly' was confirmed, but the exact cause was unknown. An image was submitted which depicted an introducer sheath. The sheath had been fully split but it appeared that the sheath handle may not have split symmetrically. No observable evidence suggested the cause of this event. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type.

Event description:
It was reported that the peel-away dilator has not broken properly. The implant was therefore difficult. No other information was provided.